Event description:
It was reported, the patient's ipg was unable to communicate with the programmer and the charger. Neither the patient or her caregiver were certain when the ipg was last charged. Surgical intervention took place and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperatively.

Manufacturer narrative:
(B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.